Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision computer(pc) did not turn on. Review of the system log file showed malfunctioning flexvision pc, the host-computer(pc) could not connect to the flexvision-pc. As part of the troubleshooting process, fse found flexvision pc had runtime module error. To resolve the problem, fse replaced flexvision pc. The cause of the flexvision pc failure was motherboard defect determined by the supplier's part analysis. After replacing the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the flexvision computer was unable boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.